Event description:
The customer called regarding the fixed prime feature on the pump. It was stated that the customer was hospitalized for hyperglycemia twice on different dates a few months ago, but had not called the helpline to report the events. The customer was educated on the two hbg rule. No further details.